Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Date of event: unknown, information not provided. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint could not be verified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report from a patient regarding his experience with blink revitalens multipurpose solution. The patient experienced burning in both of his eyes which caused scars that he attributes to use of the solution. The patient consulted his doctor and was prescribed steroids. Per the patient, his doctor stated he could not wear contacts as he could go blind. His eyes are still irritated, and the product is not available for return.